Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vidas® ft4 assay (reference 30459). On (B)(6) 2016 a high result (51.09 pmol/l) was obtained and the test was repeated on the next day ((B)(6) 2016) with a result of 49.51 pmol/l. The result 49.51 pmol/l was communicated to the patient. On (B)(6) 2016 the patient returned for a repeat test. The test result 45.81 pmol/l and was reported to the patient. The patient underwent endocrinology examination, ultrasound scans, and analysis in other areas to exclude any disease, but all results came back normal. The patient went to another lab and the ft4 result was normal. The patient returned to the customer's site on (B)(6) 2016 to repeat the ft4 test and the result was 45.10 pmol/l. The patient returned to the customer's site on (B)(6) 2017 for a repeat test with vidas® ft4 assay (lot 1005125790) and the result was 43.10 pmol/l. An alternative test electrochemiluminescence method was also performed and the result was 15.79 pg/ml (normal result) culture submittals have been requested by biomérieux for internal investigation. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in italy experienced discrepant vidas® ft4 results as compared to an alternate method (cobas). Biomérieux investigation was conducted. Analysis of the batch history records shows no anomaly during the control process for vidas® ft4 lot 1005125790. Review of complaint history identified no other complaints registered for the referenced lot for the described issue. Testing was performed using the customer lot and a random lot of vidas® ft4; the sample tested was submitted by the customer. The investigational testing obtained overestimated results similar to the customer's results. Several interference tests were performed on the sample submitted by the customer; no origin of interference was identified (heterophilic antibodies or rheumatoid factors). The vidas® ft4 package insert indicates "assay results should be interpreted as part of a complete clinical evaluation and thyroid function assessment, including at least tsh determination." The investigation concluded the overestimated values may be the result of drug interference or cross-reaction with another substance, and is directly related to the patient sample. The vidas® ft4 package insert also indicates "interference may be encountered with certain sera containing antibodies directed against the reagent components. For this reason, assay results should be interpreted taking into consideration the patient's history and the results of any other tests performed." The vidas® ft4 lot 1005125790 assay is performing as expected.